Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 mainframe voltage was adjusted. The fluoro functions board was replaced. The collimator was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failure error message. No pt injury was reported.